Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device was explanted and replaced due to an unknown product performance issue. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed based on completion of device analysis.

Manufacturer narrative:
Product met specification. At this time, it is unknown why this product was explanted.